Event description:
It was reported that upon removal the balloon formed a cuff and caused bleeding and pain.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. (B)(4).